Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges post implant complications with subsequent explant of device. Fistula formation and infection are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided and no sample was returned for evaluation. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was diagnosed with a ventral hernia. (B)(6) 2016: the patient underwent ventral hernia repair with a bard ventralex hernia mesh product. In the weeks following the (B)(6) 2016 implant of the ventralex mesh, the patient continued to experience chronic abdominal pain, and further experienced infections. The mesh continues to cause chronic abdominal pain, infections, and fissures. (B)(6) 2017: the mesh required surgical removal. Patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, and other damages. Patient have experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization, and other damages. It is alleged that the ventralex mesh product was defective.